Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving an alert. The device was found to be depleted. Premature battery depletion suspected. The device was explanted and replaced with a competitor device.